Event description:
Subsequently, after the report was filed it was noted that graftmaster covered stent did not cause or contribute to the perforation nor cardiac tamponade. He perforation was noted on the echogram and unspecified balloons were used in an attempt to seal the perforation; however, were unsuccessful. Cardiac tamponade was noted. An unspecified regular stent (not covered stent) was implanted in an attempt to seal the perforation was attempted, but also failed to seal. Therefore, the graftmaster was advanced and deployed without issue. Imagining showed graftmaster sealed the perforation. Once the perforation was sealed, pericardiocentesis was performed to remove the blood. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. The investigation was unable to determine any issue with the device as no patient effects or device malfunction/failure mode was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: health effect - clinical codes 2135, 2226 removed; code 4582 added. H6 correction: health effect - impact code 4614 was removed; code 2199 added. H6 correction: medical device problem code 2993 removed; code 3189 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during a the use of a 2.8x19mm graftmaster covered stent it was noted to cause or contribute to the perforation and cardiac tamponade. Treatment is unknown, however, perforation was noted to be sealed and no clinically significant delay in the procedure was reported. No additional information was provided.